Event description:
The surgeon was impacting the humeral nail with the impactor driver, by stricking the impactor driver with a hammer. During impaction, the humeral nail holding bolt broke above the threads. The device was implanted successfully without the bolt. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The item received was broken off at the first winding of the thread. The threaded fragment is missing. Design and catalog number indicate an old version of the instrument. The original rounded head is flattened by impacts. The undersurface of the knurled handle shows signs of impact. Impacts upon an uptight nail holding bolt will inevitably lead to this type of event.